Event description:
The device screws came out and device did permanent damage that required another surgery 8 months later and another product was placed in knee. Damage caused me unable to stand or walk over 3 minutes. Swelling, blood clots, 60% closing of main blood supply to leg. This has not been tested before they put in humans. Law suits are in (B)(6) because they come apart, cause damage and terrible second surgery is needed. Xray machines don't see all the problem when screws come out! So person suffers for months! Instead of getting better, you get worse!